Event description:
Additional information was received from a healthcare provider indicated they have not removed or changed his pump in anyway.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2002, product type: pump. (B)(4).

Event description:
Information was received from a consumer, healthcare professional (hcp) and company representative in regard to a patient receiving baclofen 500 mcg/ml at 251.36 mcg/day, dilaudid 20 mg/ml at 10.056 mg/day, and bupivacaine 4.5 mg/ml at 2.2625 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. The patient was taking oral baclofen (20 mg tablet, qid prn for spasms), miralax (17 g, powder reconstitution once a day), lasix (20 mg tablet bid pm), seroquel (300 mg tablet once daily), lorazepam (2 mg tablet qid), omeprazole (20 mg delayed release capsule, bid), ursodiol (300 mg capsule, twice daily), thiamine (100 mg tablet, once daily), potassium chloride (20 meq tablet, extended release, once daily), and folic acid (1 mg tablet, once daily). The patient had allergies to the following: nexium, sulfa, patient denied allergies to propafol, marcaine, fentanyl, patient denied allergies to shellfish and eggs, patient denied allergies to steroids, patient denied allergies to versed, isovue, and iodine. The patient's weight was (B)(6). Information was received from a healthcare provider who provided the patient's clinical notes from a pump refill visit on (B)(6) 2015. The patient's chief complaints were pain in his mid-back (chronic back pain). The patient did see a different physician due to fluid collection in the back and a possible cerebral spinal fluid (csf) leak. The patient was referred to a neurosurgeon for further evaluation and planned to schedule an appointment with this neurosurgeon in the next few weeks. It was hoped that the patient would be able to have schedule surgery to correct the possible leak. Per the patient, the pain was only mildly controlled at this time. The patient denied fever, gi upset, excessive drowsiness, excessive itching, difficulty breathing, and bowel/bladder retention. Upon a review of systems, the patient had no weight gain or loss. In relation to opioid management, the patient did have a rash and itching located by the pain pump, dry mouth, and experienced constipation. It was noted that the patient took miralax for the constipation. The consumed alcohol every other 3 days. The patient had experienced dizziness and shortness of breath in relation to the cardiac assessment. The patient presented to the appointment on (B)(6) 2015 in a wheelchair, was awake, alert, oriented times 3 and in no acute distress. Examination of the lumbar spine identified a scar from a previous surgery that was healing well with no oozing and induration. Moderate sized fluid collection was observed below the incision. Per the assessment, the patient experienced radiculopathy (lumbar region), chronic pain, low back pain, and pain in the thoracic spine. The patient's pump refill was performed under ultrasound guidance. Telemetry was performed, and the expected reservoir volume was 4.8 ml and the actual reservoir volume was 5 ml. The next pump refill was going to be (B)(6) 2016, and the low reservoir would alarm on (B)(6) 2016. The ais rx# for the intrathecal medication was (B)(6) (expiration date: 12/15/2015). A urinalysis was noted under labs, and another urinalysis was ordered for (B)(6) 2016. Information was received from a consumer via a company representative regarding a patient receiving intrathecal compounded baclofen 500mcg/ml, 200mcg/day; intrathecal bupivacaine 4.5mg/ml, 1.8mg/day; intrathecal dilaudid 20mg/ml, 10.056mg/day to 8mg/day.. The patient had gradually developed a pocket of fluid near the spinal incision site in (B)(6) 2015. There was a tear/hole/fracture in the catheter which was confirmed by surgical exploration. It was believed the patient was being managed with oral medications. On (B)(6) 2015 the patient underwent a catheter revision. The surgeon opened the spinal incision and noticed that one end of the connector pin made a hole through the catheter. The catheter was successfully revised using another pin connector. After the case it was possible to aspirate csf from the catheter access port (cap); the case was described as going "great". The new total catheter length was 1cm shorter than previous and the pump was programmed accordingly. The onset, diagnostics, actions/intervention and cause related to the itching and rash by the pain pump, constipation, dry mouth, dizziness, shortness of breath, depression, and high stress level were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.